Manufacturer narrative:
Investigation summary: the customer reported leaking at the attachment, and returned one used sample of material #mz5302. The sample was tested by priming with water from a 10 ml syringe, and no leak was observed. The set had a stopcock on the male end, and there was no leak whether the stopcock was allowing flow or not. The complaint of leaking at the attachment was not verified. No other failure modes were observed. A device history record review for model mz5302 lot number 21035668 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause cannot be determined without an observed failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 minibore pressure, removable IV cnnctr sets leaked when attached to the piv hub. The following information was provided by the initial reporter: "customer is claiming they are having leaking where the extension set attaches to the piv hub."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 minibore pressure, removable IV cnnctr sets leaked when attached to the piv hub. The following information was provided by the initial reporter: "customer is claiming they are having leaking where the extension set attaches to the piv hub."